Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d5; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified shell has scratches and gouges to the internal taper and anti-rotation radii surfaces. Internal bottom diameter and top flat surfaces have scratches all over. Internal threads have nicks and gouges on both ends. No other damage was noted. Where measured, the device was conforming to specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery the liner and cup would not mate. The surgeon made several attempts by hitting it, resulting in the loosening of the cup. A new cup and liner were used, and the surgery was completed successfully. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.